Event description:
Pt reported an alleged leak with a lap-band device. Pt said the event was first noticed when safely was not as great. After following up with the health professional, a nurse performed an adjustment fill and about a week later, there was no saline left in the hand. The pt noted the surgeon said the device was 'defective, cracked and not holding any saline." Add'l info provided by the health professional noted the port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux is a surgically/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."